Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that when she removed the cassette/tubing set from the previous night of treatment there was fluid inside the cycler cassette compartment. The patient was advised by technical support to follow up with the pd nurse regarding this event. The cassette/tubing set in question had already been discarded. Upon follow up, the patient confirmed the report and stated that she had used continuous ambulatory peritoneal dialysis (capd) to complete the treatment while waiting for the new cycler to arrive. The patient had not experience any adverse events as a result of this incident.